Event description:
A physician reported a patient who was originally skin tested on 13 january 1999 in the left forearm. On 9/february 1999, the physician elected to administer a second skin test in the right forearm on 15 february 1999, the patient called the office to report the right forearm test site was pink, raised and sensitive. The patient was advised that the test was 'positive' indicating a hypersensitivity. On 17 february 1999, the patient was examined and the physician noted an indurated red papule at the right forearm test site. The physician treated the site with an intralesional kenalog injection. No further medical or surgical intervention was planned or prescribed.